Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, blood coagulation disorder, psychological disorder, drug or alcohol abuse, periodontal disease, diseased mucous membrane, bone resorption, infection, mobility. Implants failed due to bone resorption and poor hygiene. (B)(6) are the same patient.